Event description:
It was reported that an 840 ventilator had the gui cable (graphical user interface) replaced due to damage. The ventilator was not on a patient at the time of the event. The service engineer (se) replaced gui cable to correct the issue. The unit passed all testing and operates within the manufacturing specifications.